Event description:
It was reported to boston scientific corporation that a hydrajagwire was used during a removal of the bile duct stone procedure performed on (B)(6), 2010 according to the complainant, the hydrajagwire would not allow the extractor balloon to load properly. The guidewire's coating peeled at the proximal end of the device. The procedure was completed with another hydrajagwire. There were no patient complications and none of the fragments fell into the patient.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a hydrajagwire was used during a removal of the bile duct stone procedure performed on (B)(6), 2010 according to the complainant, the hydrajagwire would not allow the extractor balloon to load properly. The guidewire's coating peeled at the proximal end of the device. The procedure was completed with another hydrajagwire. There were no patient complications and none of the fragments fell into the patient.

Manufacturer narrative:
Device evaluation: the visual inspection of the returned device reveals the polytetrafluoroethylene (ptfe) jacket sliced beginning at 20.2 cm through 23.5 cm measuring from the very distal tip of the jag end of the wire. The outside diameter obtained confirmed that the device within drawing specifications. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The most probable cause of failure is attributed to "caused by other device". Although not mentioned in the event description, all evidence presented by the wire indicates that the wire came into contact with a sharp tool or object that caused the sliced condition of the ptfe (polytetrafluoroethylene) jacket during the procedure. The ptfe jacket being sliced may have contributed to the difficulties encountered by the end user in advancing the wire. The directions for use were reviewed due to the possibility of the device being used outside of the dfu exists. The directions for use (dfu) states under "preparation technique: prior to use, carefully examine the unit to verify that the sterile package or product has not been damaged in the shipment." Furthermore, the dfu cautions: "do not wipe guidewire with dry gauze. Directions for use: remove the guidewire from protective hoop. Save the hoop to store the guidewire if it will be used again during the same procedure. Dip either the 5 cm or 10 cm tip (the non-striped dark portion) in sterile water to activate the hydrophilic coating. This will make the coating lubricious for selective cannulation. Prior to use, inspect the guidewire before using for the following:roughness or abrasion at the tip; kinking along the length of the guidewire." The dfu also cautions: ¿do not use the guidewire if any defect is found during inspection. Please return any defective product to bsc for replacement." (B)(4).